Manufacturer narrative:
The pcba was returned for analysis. Functional testing found that component was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was not provided by the site. On 8/24/2016: a medtronic representative visited the site and confirmed that the system would not emit x-ray. He replaced the standalone board. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that during a spinal fusion surgery, after acquiring two 2d images with the o-arm system, the user was suddenly unable to shoot x-rays anymore. The following message appeared on the pendant, "x-rays disabled : initializing system, please wait..." Use of the system and navigation was discontinued after a delay of less than an hour. Surgery completed successfully without. No harm to patient.

Manufacturer narrative:
Patient information provided.